Event description:
Boston scientific received information, via a latitude red alert, that this right ventricular (rv) lead exhibited a pacing impedance measurement greater than 2000 ohms. A revision procedure was performed and this lead was surgically abandoned. No other adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.